Manufacturer narrative:
Visual inspection of the device showed the advancer tube was covering the balloon proximal bond and engaged at the 2nd tamp lock. The sealant was observed to be wrapped around the advancer tube which indicates that over tamping might have occurred during deployment. Based on the provided information and the investigation performed, the root cause of the reported failure to deploy could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. A pre-procedural femoral angiogram revealed no visible presence of calcium at the vicinity of the arteriotomy. Following the procedure, the physician who is a trained user of the mynx, chose the device to close the access site. It was reported that the physician advanced the advancer tube and deployed the sealant. When the radiology technologist (rt) retracted the sheath back to the handle, it was observed that the sealant came out with the advancer tube and was wrapped around it. It was also observed that the distal part of the sealant appeared hydrated (mushroomed). The rt removed the device and converted the patient to 10 minutes of manual compression where hemostasis was successfully achieved. The patient was ambulated and discharged with no reported clinical sequela. No further information was provided.